Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited suspected loss of capture (loc) on the right atrial (ra) lead. Further testing was recommended by boston scientific technical services (ts). Upon review, a signal artifact monitor (sam) episode was noted that resulted in the minute ventilation (mv) feature disabled. Additional information was received that high out of range pace impedance were also observed. Noise, undersensing, oversensing and pacing inhibition were also noted. A lead fracture was confirmed, therefore, a revision procedure was performed and this lead was explanted and replaced. It was also reported that this lead was difficult to remove and it suffered damage during the extraction. No additional adverse patient effects were reported.